Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation in progress.

Event description:
It was reported: would not fire and could not return back firing knob. During the open radical esophagectomy for esophageal cancer, could not fire on the 1st firing. Changed another one reload, could perform firing, but could not return back the firing knob, opened the device manually by big force, as the blade did not return back as the photo shows, the blade cut the surgeon's finger. The cut line and staple line are good. There was no patient consequence reported. Additional information was provided that the patient did not have any infectious diseases. The cut was treated with suture and the surgeon's blood loss was 1ml. The surgeon's condition is good.

Manufacturer narrative:
Product complaint (B)(4). Photo evaluation summary: upon visual inspection of the photo, the following was observed: two black sr75 reloads from the batch area view are shown. Both reloads can be seen fully fired as all the drivers are up. Also, the first reload was with the knife not completely within doghouse. Based on the photo alone, the event described for knife would not return is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what color setting was the device set on for the firing? Unknown. What anatomic structure was the device being fired on? Unknown. Was the device difficult to fire? No. Did the device fully fire prior to not being able to return the firing knob? Yes if not, approximately how far was the device fired? Where on return stroke did the knob stop? Unknown. How was the procedure completed? Changed another new device and surgeon to complete the surgery. What is the current status of the surgeon? Stable. What is the surgeon¿s experience with this device? Experienced. How far was the knob able to be returned after firing and before the attempted opening of the device? Unknown. Why was the knob unable to be returned to the home position? Unknown, waiting for investigation results.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58j4f. Device evaluation summary: the ntlc75 device was received in a closed configuration with 2 sr75 reloads. One of the two reloads was loaded in the device. The reload (b) had the swing tab in the locked position, and the proximal 12 drivers up and the remaining drivers were down with staples present. The firing knob was detached from the device and the slip blocks were 3/4th way partially fired. Damage to the lower slip block was visible. Upon opening the device, it was noted that the sr75 cartridge was partially fired with 45 drivers up and the swing tab in the unlocked position. The knife was exposed 3/4th the way into the knife channel in the cartridge. Additionally, a small dent on the anvil shroud was noted. Functionality of the device could not be evaluated due to the condition of the device. The damage to the firing knob, lower slip block and the exposed knife is consistent with forcing the device open during a partial fire. This is evident from the location of the dent on the anvil shroud and the exposed knife. Per the event description the firing knob could not be returned, and the device was forced open manually. This did not allow the knife to be returned to the home position and was left exposed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.